Event description:
It was reported that following an ion lung biopsy procedure, the patient experienced excessive bleeding requiring hospitalization. The target nodule was centrally located and in close proximity to a blood vessel. The procedure was completed successfully without delays. After the ion system was undocked, bleeding was observed via the endotracheal (et) tube. Interventions to control the bleeding included placement of a double-lumen endotracheal tube, use of a balloon blocker, instillation of cold saline, and local epinephrine injections. Hemostasis was achieved, and the patient was transferred to the intensive care unit (ICU). Estimated blood loss was 250 ml. No blood transfusion was required. The patient recovered and was discharged home after 2 days of hospitalization. At clinic follow-up, the patient was reported to be stable and doing well. Per the physician, the bleeding was an anticipated procedural risk given the lesion location and would likely have occurred with another biopsy modality. Contributory comorbidities included chronic obstructive pulmonary disease (copd), smoking history, lung cancer, and emphysema. There were no allegations of device malfunction, and no ion system, instrument, or accessory issues were identified.

Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of bleeding was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure based on the reviewed customer follow-up. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "patient experienced excessive bleeding during ion biopsy of a centrally located lesion. Bleeding was controlled with placement of a double-lumen endotracheal tube, use of a balloon blocker, instillation of cold saline, and local epinephrine injections. Hemostasis was achieved, and the patient was transferred to the intensive care unit (ICU). The patient recovered and was discharged home in stable condition after 2 days of hospitalization. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. Bts guidelines for flexible bronchoscopy recommends to liase with a hematologist regarding need for platelet transfusion for thrombocytopenia prior to bronchoscopic biopsy due to a lack of evidence. Bts guidelines for image guided lung biopsy states that a platelet count of <100k/ml is a relative contraindication for lung biopsy. A small case series of bronchoscopic biopsy in thrombocytopenia recommended a platelet count of <20k/ml as an absolute contraindication due to an increased risk of bleeding. The american association of blood banks has no specific recommendations regarding bronchoscopy but recommends a platelet count of >50k/ml for lumbar puncture as well as for major nonneuraxial surgeries. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. There is no evidence the event was device related." Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Papin ta, lynch jp, weg jg. Transbronchial biopsy in the thrombocytopenic patient. Chest. 1985. Kaufman rm, djulbegovic b, gernsheimer t, et al. Platelet transfusion: a clinical practice guideline from the aabb. Ann intern med. 2015. Manhire a, charig m, clelland c, et al. Guidelines for radiologically guided lung biopsy. Thorax. 2003.